Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance troubleshooting a fiber optic sensor module failure. Explained the nature of the alarm and assisted in changing over the console successfully. The unit was swapped out to continue therapy.

Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. There was no patient harm. Getinge representative assisted to change out the console. Customer successfully switched out the console. A getinge field service engineer (fse) unable reproduce the reported failure. The unit returned for clinical use.

Event description:
N/a.